Event description:
The customer called technical support (ts) reporting that the device's touchscreen is not responding, will not calibrate. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Biomed is reporting they have attempted multiple touchscreen calibrations. The customer is not reporting any damage or reside on the touchscreen. The rse provided customer parts ID for the touchscreen. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. It is unknown what the outcome of the service event was, and no further information was given by the customer.